Event description:
A malfunction alarm was reported on the pump, with no notable events occurring beforehand. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer administered a correction bolus via the pump without third-party assistance. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.